Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 108 to 109 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 387mg/dl and 390mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/21/2017 and open vial date is (B)(6) 2015. Meter is new, therefore, memory results not available. Adverse event not reported.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 108 to 109 mg/dl. Customer feels well and observed no symptoms. Med intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 387 mg/dl and 390 mg/dl. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 11/21/2017 and open vial date is (B)(6) 2015. Meter is new; therefore, memory results not available. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.